Manufacturer narrative:
Device manufacture date: battery pack 11/2006, battery pack 09/2006. Device evaluation summary: device evaluations of both battery packs have been completed. The reported problem was confirmed. The first battery pack functioned normally during testing and was placed back into stock. The second battery pack was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit when in turn drew excessive current from the battery cells. The root caused of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. No adverse event resulted from the faulty battery pack. The patient received to replacement battery packs.

Event description:
A female patient called lifecor customer support to report that neither battery will charge. The battery fault light on the battery charger is lit when either battery is in it. Support sent her two replacement batteries.